Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 23-oct-2019 with the following findings: during investigation, the pump powered on with audible tone functioning normally. The sound volume was within specification. The pump cover was removed and no evidence of moisture or damage was found in the pump interior. The complaint of quiet sounds was not duplicated during investigation. Unrelated to the complaint, investigation revealed multiple battery compartment cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.